Event description:
It was reported that the patient was noted to have non-reactive pupils post-operatively. A computed tomography (CT) scan of their head revealed a left frontal intracerebral hemorrhage (ich) with midline shift and uncal herniation. The patient was brought back to the operating room (or) for a left frontal craniotomy and ich evacuation. The patient passed away on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received that overnight after left ventricular assist device (lvad) implantation, the patient developed a cerebral hemorrhage and had no brain activity. They were put on life support. The physician believed that the cerebral hemorrhage was caused from extensive blood thinners due to the lvad procedure.